Manufacturer narrative:
Review of the CT value and curve indicates that this was a low level sample near the limit of detection (lod) of the assay. No other abnormalities were observed with the alleged runs; performance of the analyzer, though with limited runs, appears steady. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. This is a sample-specific issue and the reagent is performing as expected.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 when tested on cobas liat. The next day, the sample was tested using a competitor pcr assay (quantstudio 5 or 6 pro) which yielded a negative result for sars-cov-2. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.